Manufacturer narrative:
Findings: pump received with broken off end cap. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading was 298 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.